Manufacturer narrative:
Device evaluation: one pneupac device was received for investigation. Upon inspection, it was determined the control knobs and caps were missing. However, the device was found to have functioned as designed, passing all functional and delivery tests. Based on the evaluation, the complaint was not confirmed. The problem source of the missing components could not be identified.

Event description:
Information was received that the ventilator parapac plus stopped working. No reported adverse effects.